Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stented catheter. The stent is secured between the markerbands. There is blood in the guidewire lumen. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually microscopically examined. The shaft is kinked 27mm from the tip. There is no damage to the stent. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. The >90% stenosed target lesion was located in a vertebral artery. A 5.0mmx15mmx150cm express vascular sd stent was selected for use. However, during unpacking, it was noted that the stent was kinked. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The >90% stenosed target lesion was located in a vertebral artery. A 5.0mmx15mmx150cm express vascular sd stent was selected for use. However, during unpacking, it was noted that the stent was kinked. The procedure was completed with another of the same device. No patient complications were reported.